Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with all four tines were intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to capture. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.